Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient sample which were discordant relative to alternate-method testing. The interpretation of results section of the IFU states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating. This MDR was submitted for results obtained on 01-aug-2024. Another MDR was submitted for results obtained on 30-jul-2024.

Event description:
The customer reports observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient sample which were discordant relative to alternate-method testing. An initial elevated atellica im tnih result was obtained, reported and questioned. The same sample was re-tested multiple times, and all results were high. The sample was sent to another lab and a lower result was obtained and considered correct. The patient went also to a different laboratory and the troponin result was negative as well (unknown method). There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
Siemens investigated an outside of the us (ous) customer observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient sample which were discordant relative to alternate method testing. The initial atellica im tnih result was 4978 pg/ml and retest results were similarly elevated. The same sample was measured at an alternate laboratory resulted as <1.3 pg/ml. Another alternate method also resulted as low/normal. Reagent and instrument issues were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges and no other issues were reported with other patient samples. Return of the patient sample for further investigation and testing is not possible as sample is not available. There are cardiac and non-cardiac conditions (including recent cardiac intervention) other than ami that are known to cause myocardial injury and elevated ctni values. It is also noted that the measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. In addition, heterophile antibodies present in a sample can cause unexpectedly elevated results, additional information may be needed for diagnosis. The assay¿s instructions for use (IFU) states the following, under interpretation of results "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Based on the available information, a specific cause for the discordant result could not be identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. Siemens filed initial MDR 219913-2024-00392 on 19-aug-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results. This MDR supplemental 1 report is submitted for results obtained on 01-aug-2024. MDR 1219913-2024-00391 supplemental 1 was submitted for results obtained on 30-jul-2024.